Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 - patient identifier: sids (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated sodium (na) results generated on the alinity c processing module for patient samples. The following data was provided: sample ID (B)(6), initial result = 173, repeat result on another analyzer = 139, sample ID (B)(6), initial result =165, repeat result on another analyzer = 135, sample ID (b)(^), initial result = 173, repeat result on another analyzer = 140. No impact to patient management was reported.

Event description:
The customer observed falsely elevated sodium (na) results generated on the alinity c processing module for patient samples. The following data was provided: sample ID (B)(6)initial result = 173, repeat result on another analyzer = 139 sample ID (B)(6)initial result =165, repeat result on another analyzer = 135 sample ID (B)(6)initial result = 173, repeat result on another analyzer = 140 no impact to patient management was reported.

Manufacturer narrative:
The customer resolved the issue by cleaning the cuvette washer nozzles and wash cuvettes. No additional discrepant result issues have been reported since. Return testing was not completed as returns were not available. The instrument service history review for (B)(6)revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify an increase in complaint activity. A review of tracking and trending for the cuvette washer assembly did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6)or the cuvette washer assembly were identified.